Event description:
It was reported that the pt phoned from home to advise that his cvc had fallen out.

Manufacturer narrative:
Record review. One intact 14f x 28cm split cath iii was returned for evaluation. A review of the mfg records indicated all device specifications and qualify requirements were satisfied. A visual examination of the device revealed a cuff located 5cm from the hub. Signs of tissue in-growth are present. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, pt hematology, and concurrent drug therapy. We are unable to determine the cause or factors that may have contributed to this event.